Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the cutting loop did not slide well in the instrument as it was designed to. There were also concerns that the cutting loop was not cauterizing as well as it should be. This has been happening with different lot numbers as well. Per follow-up information received on (B)(6) 2022, customer provided some of the lot numbers with similar issues of cutting loop not sliding well, and similar issues of cutting loop not cauterizing as well as it should.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material not conductive". The device was not returned for evaluation. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "all medical staff should carefully review product labeling and instruction sheets before using the bard® c-max¿ cutting loop device. Inappropriate use of the instrument could adversely affect the procedure or cause injury to the patient." "The bard® c-max¿ cutting loop device should be used only by a physician who is familiar with the use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding techniques, typical power settings, complications, and hazards prior to any endoscopic procedure." "During application of electrical energy, movement of the tip is required to achieve the desired tissue effect." "The time and energy required for treating specific tissue may differ when using the bard® c-max¿ cutting loop device compared to other electrosurgical devices." "The monopolar electrosurgical generator should be set to the cut or pure cut mode for maximum tissue removal effect. Do not use the blend mode and be cautious of arcing on high coagulation power settings." "Starting at power settings consistent with standard resectoscope cutting loop procedures, gradually increase power until the desired tissue effect is achieved. If there is little or no tissue effect, check the generator, power and grounding cables and the electrodes. Various electrosurgical generators have different power delivery capabilities. Depending on the impedance in the monopolar circuit, the power delivered may be lower than the power setting indicates (see owner/operator manual for the generator being used)." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cutting loop did not slide well in the instrument as it was designed to. There were also concerns that the cutting loop was not cauterizing as well as it should be. This has been happening with different lot numbers as well. Per follow-up information received on (B)(6) 2022, customer provided some of the lot numbers with similar issues of cutting loop not sliding well, and similar issues of cutting loop not cauterizing as well as it should.